Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen, and blood in the wire lumen. Microscopic inspection revealed a pinhole in the balloon material, 14mm proximal of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The restenosed target lesion was located in the mildly tortuous and non calcified subclavian vein. An 8.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. There was no visual issue prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Dilatation was successfully completed using another same size balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The restenosed target lesion was located in the mildly tortuous and non calcified subclavian vein. An 8.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. There was no visual issue prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Dilatation was successfully completed using another same size balloon catheter. No patient complications were reported.